Event description:
A patient was implanted with an amplatzer septal occluder (aso). One week post-implant, the patient presented to the emergency room with various symptoms including chest pain. The patient was given antibiotics and a work-up was started to identify the source of the patient¿s infection. While she was hospitalized, the patient went into refractory shock and an echo revealed an anterior pericardial effusion with late diastolic collapse of the right ventricle suggestive of tamponade. Tamponade was confirmed and 100cc of serous fluid were removed via pericardiocentesis. Over the next 48 hours, the patient decompensated and additional medical and pharmacologic intervention was performed. The patient¿s family reported the patient had been feeling ill (fatigue, dyspnea, headaches) since the aso was implanted and that the patient was allergic to nickel jewelry. The patient was given 80mg of methylprednisolone every eight hours due to the nickel allergy and the patient improved within 24 hours. Over the next three weeks, the patient made a full recovery and was discharged to a nursing facility on 20mg of oral prednisone daily. The patient was re-hospitalized on several occasions for various issues, including clostridium difficle septicemia, and eventually the family elected to pursue comfort care. The patient expired three months later. Due to the patient¿s improvement following high-dose steroids, an association was made between the patient¿s hypersensitivity to nickel and clinical course. The implant date, event date and date of death are unknown. Doi (B)(6).

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board who confirmed that no erosion occurred.

Manufacturer narrative:
No product was returned.  Review of the device history record was not possible since the lot number was unavailable. The cause of the reported event remains unknown. - attachment: (B)(4).